Event description:
It was reported that the customer had no delivery alarms on the insulin pump. Customer's blood glucose level was 580 mg/dl. Customer went back to the old site and treated with 3 units via manual injection. Customer does not want to return the set or reservoir for analysis. Customer's wife mentioned that the customer received a no delivery alarm when he changed his infusion set. Customer's wife stated that she tried everything and could not get anything to come through the line. Customer is at work at this time. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.